Manufacturer narrative:
Thirty customer samples were visually inspected for foreign on the sleeves. Sleeve discoloration was found on nine samples no sleeve discoloration was found on twenty one samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6154929 root cause: a most likely cause is mica percentage did not absorb laser allowing burn through of the np shields. Conclusion: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that before using the bd vacutainer® multiple sample luer adapter the user noted several luer adapters had a discoloration round the rubber sleeve. It appears to be a rust colored discoloration on the sleeve of the needle cannula with a slightly raised, rough appearance.